Manufacturer narrative:
(B)(4). Approximate age of device ¿ 28 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the implant was complicated and prolonged, lasting ten hours, due to significant calcification of the left ventricular apex. The patient¿s chest was left open because of significant swelling, and was then closed two days later. The patient remained on inotropes the entire hospitalization, and required multiple blood transfusions. The patient also experienced a left abdominal wall hematoma that required evacuation and closure. It was unclear if the blood came from the pump pocket or not. The patient was placed on continuous venovenous hemodialysis for fluid removal in the postoperative period, but could not tolerate the therapy. The patient¿s white blood cell count continued to climb despite at least four sets of pan-cultures being negative. A tracheostomy was performed. A surgical feeding tube could not be placed due to massive abdominal swelling and ascites. X-ray revealed that the pump position had shifted, and it was suspected that the pump migration was due to colon and abdominal pressure. It was reported that the patient was not stable enough to return for an operative procedure. During the patient¿s hospitalization and approximately two weeks prior to the patient¿s death on (B)(6) 2016, the patient had intermittent paroxysmal ventricular tachycardia. The patient continued to decline through (B)(6) 2016, the transesophageal echocardiogram showed a very small left ventricle cavity size and cavity obliteration with the left ventricular internal dimension during diastole at approximately two centimeters. The patient¿s mean arterial pressure was 40-50 mmhg for over 24 hours, and the patient slipped into a coma without any neurological response except for pupil reaction. Support was withdrawn due to the family¿s wishes and the patient expired. The pump was explanted the following day on (B)(6) 2016, and during the explant it was reported that at least four handfuls of clot were found sitting anteriorly and inferiorly to the pump itself. The pump appeared more midline, and the outflow graft was right and lateral to the midline surgical incision. The surgeon was able to cut away about 1.5 inches of the outflow graft with a portion of the bend relief. Clot formation inside of the bend relief was observed, and appeared to have changed the diameter of the outflow graft itself. No old clot was noted within the pump itself, just a new clot. The surgeon was unable to officially tell the pump position on explant except that the outflow graft came off of the pump as expected; however, the graft then went directly posterior and curved in what felt like a backwards "s" shape. It was reported that the position of the graft was only felt, and was not visualized.

Manufacturer narrative:
Device evaluation: the explanted pump was returned for evaluation. A correlation between the device and patient¿s outcome could not be conclusively determined. It was reported that the surgeon did not feel that the device contributed to the chain of events leading to the outcome. The pump was returned assembled with the driveline severed approximately 2 inches from the pump housing. The severed portion of the driveline and the inlet tube were not returned. The inflow conduit flex section was cut and the proximal section was not returned. The outflow graft and outlet elbow revealed red/yellow, soft depositions. These depositions appeared to have been caused by a low flow condition. However, a specific cause for a low flow event and a specific time period in which they developed could not be conclusively determined. Due to the yellow coloring, these depositions were sent to an outside lab for histopathology analysis. The depositions were fibrin clots comprised of loose to slightly more dense fibrin and areas of scattered to dense cellular accumulations comprised of roughly equal numbers of neutrophils and macrophages. The clots were relatively acute and considered about three to five days of age. There was no evidence of organization by fibroblasts and very little other architecture other than an undulating surface which corresponded to the concentric ridging observed grossly on the longitudinal specimen. No organisms were seen with gram's stain. The outflow graft bend relief revealed clotted blood that was not evenly distributed around the outflow graft. The blood clotted on one side of the bend relief. However, a specific cause and time period in which it developed and how it affected the outflow graft could not be conclusively determined. A submitted x-ray showed a possible bend in the inflow conduit. However, distortion to the inflow graft could not be confirmed due to the return condition of the inflow conduit. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the surgeon stated that the outcome was not directly a result of any specific surgical event or complication. He did not feel that the device contributed to the chain of events leading to the outcome. He stated that the calcification at the lv apex was not detectable prior to coring. There was no issue with the sewing ring. He believes that the patient¿s condition (massive abdominal swelling) likely contributed to the ofg position seen on explant.